Event description:
It was reported that a patient with a femoral nail that was implanted years ago was involved in an automobile accident on (B)(6) 2013. As a result of the rollover accident he broke his femur and the femoral nail. The surgeon removed the broken hardware on (B)(6) 2013 and replaced it with a lateral entry femoral recon nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The DHR was reviewed and no issues that would have resulted in this complaint were found. The part was returned, however the evaluation is still in progress.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation was performed. Product was received broken through distal slot; marks from implantation on nail body. Verified material tialb with niton 07, passed. Due to damage a dimensional inspection cannot be conducted. Product conformed to all dimensional requirements at the time of manufacture. The product development event evaluation was performed and the report states that the returned part (474.236) lot (3969238) is a 12mm titanium cannulated femoral nail 360mm and it is part of the titanium femoral nail system (technique guide j-2052-f). Examination of the returned product showed that it is broken through the distal slot. Also, there are marks from the implantation on the body of the nail. The femoral nail was implanted several years ago in a patient. The breakage of the returned part occurred when the patient got into a car accident resulting in a broken femur. The broken nail was removed and replaced with a lateral entry femoral recon nail. Manufacturing evaluation was performed on the returned product and the product conformed to all dimensional and material requirements at the time of manufacture. A dimensional inspection could not be conducted on the returned product because it was broke. Since the complaint was caused by a rollover accident a design review of the material is not needed, and, the risk assessment does not relate to this type of harm. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by the patient being in a rollover accident. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report for complaint (B)(4).